Event description:
Globus medical received notification of a civil complaint via a pt's attorney that a spacer manufactured by globus medical was utilized with an anterior plate and pedicle screws that were manufactured by another medical device company. A (B) (6) male underwent spinal surgery on (B) (6) 2005, for anterior diskectomy and l5-s1 anterior lumbar interbody fusion with implantation of an anterior lumbar plate. The pt received an anterior plate and four pedicle screws manufactured by another medical device company, and a peek spacer manufactured by globus medical. The complaint stated that the two (2) pedicle screws manufactured by synthes had broken post-operatively. The globus medical spacer utilized did not malfunction, was not explanted, but was identified in the complaint.

Manufacturer narrative:
There was no indication the globus spacer had failed to perform nor was surgical intervention required, however, the complaint was thoroughly investigated on receipt. A comprehensive review was conducted of all applicable material records, mfg records, storage records, and distribution records. All records revealed the product was manufactured and distributed in accordance with all federal, state, and operating procedures. There was no injury or malfunction of the product or other indication of defectiveness. This report is merely provided for informational purposes since the globus device was utilized in a spinal surgery that required subsequent intervention, due to another company's screw breakage.